Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.